Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The remstar procflex+w/hthumsysone,60srs device was returned to a third-party service center as with no initial alleged complaint. During the evaluation of the device at the third-party service center, no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Fluids fail contamination is also noted. The device displayed error codes: #53: (err\_comp\_log\_sem\_timeou) was present. The power connector was destroyed. The device was scrapped by the service center after the evaluation was completed.